Event description:
It was reported that the device failed to deliver defibrillation therapy to a patient while using the hard paddles. The customer reported that there was no charge ready tone after charging the device up for therapy delivery. The customer advised that another device was made available for use on the patient. There were no adverse effects caused to the patient from the result of the reported failure.

Manufacturer narrative:
(B)(4). Conclusions: physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.